Event description:
Meter's display was missing segements. Customer asked to return for further evaluation, and a replacement was provided.

Manufacturer narrative:
Upon receipt of meter, performance testing was conducted, which determined that meter was performing with specifications. The complaint was not confirmed.